Manufacturer narrative:
An investigation has been initiated to determine whether the tee probe or ultrasound system may have caused the injury. The initial evaluation of the ultrasound system by philips engineering found no indication of a device failure. The transducer has been removed from service and is being returned to the factory for evaluation.

Event description:
Philips healthcare received an adverse event report following a tee examination with the philips ie33 ultrasound system. The event involved a critically ill (B)(6) female and was described as follows: "following the tee exam, a blood clot formed in the pt's esophagus which lead to a perforation."